Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 30-40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using tdi information to adjust insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.